Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer's blood glucose reached 55-123 mg/dl. Customer continued to use pump and has manual injections for back up insulin therapy.